Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: a review of the black box showed no power on reset events. The pump was run for 24 hours and no alarms, overheating, or power loss occurred. The pump's electrical current draws were within specifications. No evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected and no defects were found. The battery was not returned with the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.